Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned generator indicated that the display panel, chassis, and all input/output connector appear to be intact and free of physical damage. The reported start-up issue was confirmed as the generator booted to a black screen during the evaluation. The generator was connected to an external monitor and a checksum error appeared. This behavior is consistent with a depleted cmos (complementary metal-oxide semiconductor) battery located at the system level circuit board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During device preparation, while the patient was being prepped and draped, the generator booted to a blank screen so the procedure was cancelled. There were no adverse consequences to the patient.